Event description:
Additional information received reported that the patient did not feel any stimulation from the ins for the past 6 months. It was clarified that the shocking has occurred for the past 2 years and confirmed that the ins was checked out okay by the company representative. The patient stated that they had an aching in their legs and at the ins pocket site when the stimulation was on. The aching in the legs was now reported to have stopped now that the ins was no longer working. The patient also reported that their body was trying to reject the device. They stated that the device did work for the first 6 to 8 months but that now their body became "immune" to the device. The ins did help her bladder spasms but did not help to manage their incontinence. The patient had a concussion on (B)(6) 2012 and needed to have an MRI. The patient had an x-ray last week to determine the location of the leads. They were having a difficult time trying to find a physician willing to perform an MRI. The patient did have an issue with the patient programmer and was issued a replacement. The patient reported that she had used a "bad" package of batteries and that the programmer was now working. Follow up information received reported that the patient still had concerns with their device therapy but had not sought further help.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, stimulation in the wrong location, overstimulation, and a shocking/jolting sensation. The battery in the implantable neurostimulator (ins) was dead. The device worked a little at first but that her body got used to it and it stopped working. She still had spastic sweats and pains that made her drop to the floor. The ins would cause her leg pain and back pain. She would get shocked down her leg if she would lie down on her pillow top mattress, rolled on to her right side, or leaned up against a cabinet. The ins was checked and programmed but it was confirmed that nothing was wrong. The patient's trial procedure was good. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v087157, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).